Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 362 mg/dl. The customer treated with pump bolus and water. The customer was unconscious for 13 hours and was taken to the emergency room. The insulin pump will not be returned for analysis.